Event description:
Customer reports that he obtained results of 31mg/dl, 183mg/dl, 36mg/dl, 47mg/dl, 47mg/dl, and 60mg/dl within 10 mins on the same device. Customer reports drinking orange juice after receiving these results. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.